Manufacturer narrative:
Pump received with cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device¿s insulin compartment is broken. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.